Manufacturer narrative:
This device was retained by the hospital. The device is not expected to be returned.

Event description:
Additional information was received indicating that this device was explanted due to normal battery depletion. It was reported that the patient had an elevated right ventricular (rv) threshold. The patient did not need rv pacing. The patient paced in the rv with what appeared as pseudo fusion. It was believed that the patient's new device will have much less rv pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device had a follow up and was told by a technician that the battery gauge was showing quarter-life remaining. The patient contacted boston scientific technical services with questions because he thought his device should be lasting longer. Technical services discussed that the patient could contact his clinic to assist in performing longevity calculation. Additional information was sought from the boston scientific field representative, unsuccessfully. To date, the device remains in service and there have been no adverse patient effects.